Manufacturer narrative:
Test reservoir does not lock properly inside the reservoir tube. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring. Unit received with cracked lcd window. Unit received with cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that the reservoir would not stay in place properly. Blood glucose level at the time of the incident was 154 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.